Event description:
The reporter stated that the surgeon was inserting a 18.0 diopter three piece collamer lens model cq2015 using a msi-pm injector and the injector tore the lens. The lens was removed without enlarging the incision. A competitor's lens was inserted. No pt injury.